Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported that nuisance air-in-line alarms occurred with no visible air in the tubing during a 5 minute vincristine infusion of 25ml bag at a rate of 300ml/hour, lipids, and with a vincristine etoposide doxorubicin infusion that infused over 24 hours¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4).